Event description:
It was reported that following a percutaneous coronary intervention procedure (pci), an angio-seal vip was selected for use. A groin shot confirmed criteria by the IFU for angio-seal use. The size of the common femoral artery (cfa) was 4 mm or higher and free of disease. The pt experienced a pseudoaneurysm. Manual compression was applied. The pt stayed overnight and was discharged without any further complications. The pt was an elderly woman. No add'l info is available.

Manufacturer narrative:
No product was returned; therefore, an eval could not be performed. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions that a pseudoaneurysm is possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.